Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the charging port was "offset" making it "difficult" to plug in the charger. The customer's blood glucose was 175 mg/dl. The customer continued to use the pump for insulin therapy.